Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Remove protective cap from the drainage tube catheter adapter and connect drainage tube to catheter. Position hanger on bedside rail near the foot of the bed, using string. Use sheeting clip to secure drainage tube to sheet. To empty the bag: remove outlet tube from housing: gently squeeze connecter arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connecter into housing until connector arms engage. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may need to be changed." (B)(4). The device was not returned.

Event description:
It was reported that the drain bag developed a vapor lock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag developed a vapor lock.